Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection identified a fracture across the threads near the collar of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient presented with a fistula by the implant xiitp5485. Doctor also reports infection and bone loss and the implant was removed. Tooth site # 14.